Event description:
The pt was being supported with a ventricular assist device for acute support. The center reported that the unit's console screen went blank. No flow. The hospitals switched the pt to the backup console. When the primary console was off of the pt. The center turned the console pack on, and it seemed to work fine. (B)(4).

Manufacturer narrative:
Usage of the device: the usage of the primary console is not known to the manufacturer as the device is not labeled for single use. The suspect primary console was returned to the manufacturer for eval. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.